Event description:
Patient continued to have pain following the previously reported surgery to reposition the sense lead. A 2nd surgery took place on (B)(6) 2020 to replace the sense lead. This resolved the issue.

Event description:
Patient that was implanted (B)(6) 2018 complained of pain at the incision site of the sense lead. The surgeon took the patient into the or to revise the incision. They opened the existing incision and re-positioned the lead deeper. This resolved the issue.